Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that following a revision procedure the patient was having an infection at the ipg site. Symptoms of redness and warmth at the ipg site were noted. The physician believed that the infection was not device or procedure related. The patient was prescribed antibiotics and was doing well.